Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor water-tightness of cable unit, noise occurs and no image is displayed. Due to poor contact of camera unit, the endoscopic image cannot be displayed. Due to disconnection in camera unit, the endoscopic image cannot be displayed. The most probable cause of the complaint is a cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head malfunctioned and noticed a ¿black¿ image on the screen when connected to the video processor. The issue happened during preparation prior to a diagnostic sampling of the great veins procedure (for coronary bypass). The procedure was completed using a similar device. There was no patient involvement on this reported event.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head malfunctioned and noticed a ¿black¿ image on the screen when connected to the video processor. The issue happened during preparation prior to a diagnostic sampling of the great veins procedure (for coronary bypass). The procedure was completed using a similar device. There was no patient involvement on this reported event.